Event description:
The customer's mother reported a blank display during a manual prime attempt. Troubleshooting was performed. A new battery was inserted, the insulin pump alarmed, then went blank again. After further troubleshooting, the display returned to normal. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms or frozen screen due to the blank display.